Manufacturer narrative:
This 29-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 50643854) inserted. The case describes the occurrence of medical device removal ('medical device removal'). The occurrence of additional non-serious events is detailed below. The subject's medical history included gravida ii and parity 2 (last delivery on (B)(6) 2007). Previously administered products included for an unreported indication: mirena until (B)(6) 2012. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced fatigue ("fatigue"), dizziness ("lightheadedness"), muscular weakness ("muscle weakness in both arms"), vertigo ("vertigo") and ligament pain ("ligaments pain"), 1 year after insertion of fallopian tube occlusion insert. On (B)(6) 2016, the subject underwent medical device removal (seriousness criterion intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2016. On (B)(6) 2016, the fatigue, dizziness, muscular weakness, vertigo and ligament pain had resolved. At the time of the report, the medical device removal outcome was unknown. The relationship of dizziness, fatigue, ligament pain, medical device removal, muscular weakness and vertigo to treatment with fallopian tube occlusion insert was not reported. The reporter commented: essure placement procedure bilateral successful on both side adequate visual of left and right tubal, left tube trailing length 2 coils, right tube trailing length 3 coils, procedure time 11 minutes. Non-serious adverse events fatigue, lightheadedness, muscular weakness in both arms, ligament pain and vertigo were possible causality to essure. Subject decided to have the essure devices removed after several complaints. None of these complaints were reported earlier .removal was done in an other hospital on (B)(6) 2016. Patient was discontinued from the study on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative; on (B)(6) 2021: negative. Ultrasound scan vagina - on (B)(6) 2012: anteverted uterus, confirmed the optimal location of both essure inserts. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-sep-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (batch no. 50643854) inserted. The case describes the occurrence of medical device removal ('medical device removal'). The occurrence of additional non-serious events is detailed below. The subject's medical history included gravida ii and parity 2 (last delivery on (B)(6) 2007). Previously administered products included for an unreported indication: mirena until (B)(6) 2012. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced fatigue ("fatigue"), dizziness ("lightheadedness"), muscular weakness ("muscle weakness in both arms"), vertigo ("vertigo") and ligament pain ("ligaments pain"), 1 year after insertion of fallopian tube occlusion insert. On (B)(6) 2016, the subject underwent medical device removal (seriousness criterion intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2016. On (B)(6) 2016, the fatigue, dizziness, muscular weakness, vertigo and ligament pain had resolved. At the time of the report, the medical device removal outcome was unknown. The relationship of dizziness, fatigue, ligament pain, medical device removal, muscular weakness and vertigo to treatment with fallopian tube occlusion insert was not reported. The reporter commented: essure placement procedure bilateral successful on both side adequate visual of left and right tubal, left tube trailing length 2 coils, right tube trailing length 3 coils, procedure time 11 minutes. Non-serious adverse events fatigue, lightheadedness, muscular weakness in both arms, ligament pain and vertigo were possible causality to essure. Subject decided to have the essure devices removed after several complaints. None of these complaints were reported earlier .removal was done in an other hospital on (B)(6) 2016. Patient was discontinued from the study on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative; on (B)(6) 2021: negative. Ultrasound scan vagina - on (B)(6) 2012: anteverted uterus, confirmed the optimal location of both essure inserts. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.